Manufacturer narrative:
The unit was received with a radio frequency error alarm during the self test and no bg meter communication due to faulty component on the reference board. The insulin pump passed the displacement test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests. The following physical damage was noted: minor scratches on the display window, cracked casing at display window corner, cracked battery tube thread, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump alarmed with a radio frequency error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the radio frequency error. The customer programmed a normal bolus into the air and the bolus amount was recorded in the bolus history. The customer confirmed that a temp basal was not programmed before the alarm occurred. The insulin pump was returned for analysis and a replacement device was shipped to the customer.